Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine. Destructive analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. No significant anomalies were found with the catheters, they were returned in segments and found to be acceptable during testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-28. It was clarified that the granuloma was observed at the delivery tip of the catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received clarified that the granuloma occurred at the dispensing tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 25 mg/ml infumorph at a dose of 37 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a catheter dye study was performed and the hcp was unable to aspirate the catheter. The managing hcp also stated that refill discrepancies existed. Due to the age of the device and the catheter issue, the neurosurgeon opted to replace the system to continue with therapy for the patient. The pump and catheter were replaced successfully on (B)(6) 2017. According to the managing hcp, the dose of morphine 2-4 weeks prior to the implant was 37 mg/day. The patient was titrated to 26.97 mg/day. The new dose at the time of the implant was 20.18 mg/day as ordered by the managing pain hcp. The event date was asked, but unknown. Other medications the patient was taking at the time of the event included oral norco. The patient¿s weight was asked, but unknown. The patient¿s medical history included non-malignant pain. It was stated that the issue was resolved and the patient status was alive with no injury. The representative had no further update at the time of the report. They were awaiting an update from the patient¿s pain manage ment hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. Per the managing hcp, aspiration could not be performed due to a granuloma formation. The catheter was severed during explant. This information was confirmed with the hcp. The pump with a short segment of the catheter attached would be returned.

Manufacturer narrative:
The other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: (b(6)2006 explanted: (B)(6) 2017 product type catheter product ID (B)(4) lot# serial# (B)(4) implanted: explanted: (B)(6) 2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jun-27. The pump and catheter were returned to the manufacturer for analysis.